Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as the patient had an episode of hypoglycemia, became confused, and forgot to put a minicap on the transfer set when disconnecting. The patient was hospitalized for the peritonitis. On an unreported date the patient was treated with vancomycin 2 grams intraperitoneally of five doses total (frequency and duration not reported) for the peritonitis. After being hospitalized for seven days, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.